Event description:
Information was received that the patient's settings have been adjusted successfully and no error has been seen since the initial sighting. No additional relevant information has been received to date.

Event description:
Additional information was received that the nurse interrogated the patient, made adjustments to the settings and then interrogated again. When the patient was gone, the nurse wanted to put the information in her computer and then she saw other parameters than she had entered. The patient returned that day (patient was still in the hospital) and parameters were adjusted again, using the same steps as the first time, then it was stated to have went well. There was no other tablet used and between the interrogations was only about 20 minutes and the parameters were not set to zero but to "totally different parameters". It was indicated that this occurred with another patient at a different time. It is not clear at this time, which patient this occurred with initially. The event for the other patient mentioned has been reported in MFR. Report # 1644487-2019-02331. No additional relevant information has been received to date.

Event description:
It was reported that a patient's settings were adjusted and "apply changes" was pressed, however when the patient was interrogated again, the patient was at completely different settings than when the nurse saw the screen before "apply changes" was pressed. The settings affected were for normal mode, magnet mode, and the duty cycle. No additional relevant information has been received to date.